Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in four pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated in three locations. The first hypotube separation is 22.9cm from the hub; the second separation is 28.1cm from the first separation; the third separation is 28.1cm from the second separation. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2018. It was reported that crossing difficulties were encountered. The 80% stenosed, 12x2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.